Event description:
The leads were removed from a deceased patient and returned with no allegations or complaints. The leads were analyzed and tested out of specification.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 405758 implanted: (B)(6) 1990. (B)(4).